Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2020-00056 initial report on february 13, 2020. Correction - 04/28/2021. During an internal lookback activity, siemens identified an error in MDR 1219913-2020-00056 initial report. The "manufacturer report number" in section g9 of the initial report form and the "MFR report #" in the top right heading of each page of the report incorrectly listed MDR 1219913-2020-00057 instead of the correct report # MDR 1219913-2020-00056. The report information describing the event and the investigation results are correct. No other corrections or changes are required.

Manufacturer narrative:
Siemens reviewed the available information and performed testing on the patient sample provided by the customer to determine probable root cause for the discrepancy. Siemens' testing utilized the same reagent lot as the customer. The elevated high sensitivity troponin I (tnih) result observed by the customer for patient 3 was reproduced by siemens (372 ng/l). The customer advia centaur systems tni-ultra (tniu) result of 0.052 ng/ml (52.016 ng/l) is also elevated above the 99th percentile. Per the customer, results on an alternate method were negative. There was insufficient sample volume to do any further testing at siemens. The diagnosis of this patient is chronic ischemic heart disease and moderate renal dysfunction. Siemens cannot rule out a cardiac or non-cardiac condition causing an elevation in troponin I in the absence of an mi. Both the tnih and tniu results are elevated and not discordant to each other. Per the advia centaur xpt tnih instructions for use, there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. The instruction for use (IFU) states the following in the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2020-00057 (result 2) and mdr1219913-2020-00058 (result 3) were also filed for the same event.

Event description:
A customer alleges an elevated advia centaur xpt high-sensitivity troponin I (tnih) patient result. The customer provided a tnih result of 253 ng/l. Testing method was not confirmed for this result, although it was suggested advia centaur xpt tnih was used. Per the customer, alternate method testing results were negative (results not provided). Patient treatment was not prescribed, altered or delayed. There was no report of adverse health consequences due to the discordant high tnih result.